Event description:
Reportable based upon analysis completed on (B)(6) 2012. Same case as MDR ID# 2134265-2011-05517. It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire kink occurred. Vascular access was obtained via the femoral artery. The chronic total occlusion target lesion was located in the non tortuous and mildly calcified tibial artery using a 7f non bsc introducer sheath. A 014/300 platinum plus guide wire was placed in the tibial artery. A non bsc balloon catheter was advanced over the 014/300 platinum plus guide wire but encountered difficulty crossing the target lesion. During attempts to cross the target lesion with the non bsc balloon catheter the device prolapsed on itself. The physician attempted to withdraw the non bsc balloon catheter but encountered resistance. An attempt to withdraw the 014/300 platinum plus guide wire encountered resistance. The guide wire became wedged within the prolapsed balloon. When pulling the 014/300 platinum plus guide wire back the physician used force and the tip of the guide wire detached inside the balloon catheter lumen. The non bsc balloon, the remaining portion of the guide wire, and the detached tip were removed together. Another 014/300 platinum plus guide wire was inserted without the introducer sheath and a kink occurred. The procedure was completed with a journey guide wire. No patient complications were reported and the patient's status is ok. Returned product analysis revealed peeled coating and a core wire fracture.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed the coating severely scrapped, peeled along the entire body and the spring tip severely elongated and unraveled. Also it was observed evidence of core wire fracture at 299.5 cm from the proximal section; the ball weld section was not present. Additionally 2 bends were found at 125 cm and at 181 cm from the proximal section and a kink at 298 cm from the proximal section. Sem analysis revealed the device appears to have been pulled or pushed against resistance. The failure site presented transversal cracking, also exhibited compression and tension zone evidence of a bending action, which is related to the manner in which the guidewire is handled. No materials anomalies were found. Failure occurred due to bending overload. The guidewire is within outer diameter specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).